Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip lasers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was noted to have a crack near the tip. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury/adverse effect to patient as a result of the event.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on october 15, 2018 that two flexiva 200 tractip lasers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was noted to have a crack near the tip. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury/adverse effect to patient as a result of the event.

Manufacturer narrative:
H6: device problem code 1069 captures the reportable event of fiber broke. H10: investigation results: a flexiva 200 tractip laser fiber was returned in tact in one piece. The fiber measured approximately 317.9 cm from the top of the connector which includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Functional analysis revealed that when the fiber was connected to the lumenis laser console, the attach fiber message disappeared indicating that the fiber was recognized by the console. Therefore, a review and analysis of all available information indicated that the root cause is no problem detected. A complaint with a cause of no problem detected indicates that the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.